Event description:
The hospital reported that during an endoscopic vein harvesting procedure, upon connecting the vasoview hemopro tissue welder to the vasoview hemopro dc extension cable, the hemopro power unit emitted a beep and would not turn off. The hemopro activation toggle was not engaged at the time. The user switched off the hemopro power unit and disconnected the hemopro tissue welder. A new hemopro tissue welder and hemopro dc extension cable were used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).